Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield base unit (a3101) was returned for evaluation. Complaint confirmed via inspection of the unit. Unit received missing an end cap. The base unit is in need of routine maintenance and readjustment of the handle. General maintenance and cleaning also required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield composite series base unit (a3101) was missing the black end cap. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.